Event description:
The customer observed falsely depressed sodium results generated on the architect (B)(4) processing module for multiple samples. The following example data was provided (customer¿s reference range is 135 to 145 mmol/l): sid (B)(6), initial result = 119 mmol/l, repeat = 137 mmol/l. Sid (B)(6), initial result = 118 mmol/l, repeats = 134 mmol/l and 134 mmol/l. Sid unknown: initial result = 119 mmol/l, repeat = 124 mmol/l, precision check was completed on the sample and generated results from 139 to 142 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tbg, water nozzle #4b to vacuum man (rohs) was leaking rear of the cuvettes. The fsr replaced the tbg, water nozzle #4b to vacuum man (rohs) which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of falsely depressed sodium results reported for (B)(6). A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tbg, water nozzle #4b to vacuum man (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the tbg, water nozzle #4b to vacuum man (rohs) was identified.